Event description:
Additional information received 01jul2025: type ib endoleak seen on imaging (B)(6) 2024 involved a zta-d-28-160 ((B)(4), FDA ref# 3002808486-2025-00040).

Manufacturer narrative:
Manufacturer¿s ref# (B)(4). Summary of investigational findings: on 04sep2020, this 81-year-old female patient was urgently treated for fusiform thoracic aortic aneurysm (ruptured, hemodynamically unstable) with placement of a zta-pt-36-32-209 from zone 3. The length of the distal sealing zone was 7 mm, localized angulation was more than 45 degrees. Procedure imaging revealed patent device, no endoleaks, and no device issues. On 17jan2022, the patient experienced a type 1b endoleak (current complaint). This was treated with secondary intervention on 19jan2022, which included placement of a zta-d-28-160 and laser fenestration of the celiac trunk. The site noted the relationship of the event to the study device, procedure, and treated aortic disease as ¿retrospective, unable to determine.¿ a new type 1b endoleak related to the zta-d-28-160 was revealed 1403 days post-procedure (related complaint). No secondary intervention was performed to treat the endoleak. The patient remains in the study. According to the IFU (instructions for use), the proximal component must be selected with enough length to achieve and maintain the minimum 20 mm sealing zones at both ends, as failure to do so could result in endoleak. Furthermore, no localized angulation should be larger than 45 degrees. Review of the device history record gave no indication of the device being produced out of specification. This study involves retrospective data collection. No imaging was provided for the investigation. Based on the reported information, combination of factors such as the inadequate seal length of 7mm and localized angulation of more than 45 degrees could contribute to the reported type 1b endoleak. It is noted that zta was used for the treatment of ruptured aneurysm which is outside intended use for this type of device. Per the IFU, zta is indicated for the treatment of patients with aneurysms or ulcers of the descending thoracic aorta and safety and effectiveness of the zta devices have not been evaluated in the patient populations with leaking, pending rupture or ruptured aneurysm. However, this assessed not to be a contributing factor for the reported endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study (wce-1713: zenith alpha thoracic post market retrospective study): synopsis: type ib endoleak was noted 500 days post-procedure. On (B)(6) 2020, this 81-year-old female patient was urgently treated for fusiform thoracic aortic aneurysm (ruptured, hemodynamically unstable) with placement of a zta-pt-36-32-209, starting at zone 3. Procedure imaging revealed patent device, no endoleaks, and no device issues. On (B)(6) 2022, the patient experienced a type ib endoleak. This was treated with secondary intervention on (B)(6) 2022, which included thoracic stents and laser fenestration of the celiac trunk. It is noted the si was performed due to imaging results at the 12-month visit ((B)(6) 2022), but the 12-month visit data do not include imaging. The site noted the relationship of the event to the study device, procedure, and treated aortic disease as ¿retrospective, unable to determine.¿ follow-up on 28jul2023 did not include imaging but noted no adverse events. Follow-up imaging on 08jul2024 revealed patent study device, no thrombus, no device issues, and a type ib endoleak. No secondary intervention was performed. (Queried to confirm if this is a new endoleak or somehow related to previous endoleak that was noted as resolved.) Information from casebook: length of distal sealing zone - 7(mm). Localized angle > 45 degrees in any segment of aorta into which deployment of the device is intended. Patient outcome: the initial type ib endoleak is noted as resolved without sequelae after successful secondary intervention. No follow-up has been entered to assess the status of the type ib endoleak noted at 4-years.